Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 and e-5 error. The e-3 error occurred after the blood sample as been applied. Customer stated the e-5 error message had also been obtained. Daughter is calling on behalf of the customer. At the time of the call the customer reported feeling a headache. Daughter stated she decided to perform blood glucose test on customer as she had noticed a change in customer's mental health. Medical attention was not needed at the time of the call. Customer was not testing with a used test strip and did not recall any time when the test strip vial had been left open. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2019 and test strips were opened about six months ago (expired).